Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer post-infarct muscular vsd occluder (8435047) was chosen for implant in a ventricular septal defect post-infarction. Patient was on extracorporeal membrane oxygenation (ECMO) prior to procedure. During deployment, the device showed a cobra head shape. Despite maneuvers to correct the issue, the device continued to appear deformed. After several attempts, it was decided to remove the device. The device was replaced with 18mm amplatzer post-infarct muscular vsd occluder (8719856) was used to complete the procedure. The device was deployed with no reported issue. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. A returned device assessment could not be performed as the device and was not returned for analysis. Two images from the field appeared to show device being consistent with cobra deformation inside and outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 16mm amplatzer post-infarct muscular vsd occluder (8435047) was chosen for implant in a ventricular septal defect. During deployment, the device showed a cobra head shape. Despite maneuvers to correct the issue, the device continued to appear deformed. After several attempts, it was decided to remove the device. The device was replaced with 18mm amplatzer post-infarct muscular vsd occluder (8719856) was used to complete the procedure. The device was deployed with no reported issue. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient status was stable.